Event description:
As reported by filed clinical specialist, the site believed the integrity of the 23mm sapien 3 ultra valve was damaged in distal abdominal aorta. Vascular consult ensued and valve was removed from patient's body. A new valve was prepped in usual fashion and deployed with a great result. The initial 23mm sapien 3 ultra valve was prepped in the usual fashion. The 23mm commander delivery system was inserted through the 14fr esheath, the patient had very tortuous anatomy, high femoral bifurcations bilaterally, and circumferential calcium in the distal abdominal aorta. As the delivery system went beyond the iliac bifurcation, the esheath started to go lower. It was noted that the struts of the valve appeared bent on angio. The heart team thought the integrity of the valve was likely compromised because it was not protected by the esheath (the esheath was not secured). The team suggested moving forward to secure the esheath with a suture going forward to prevent this. The delivery system with the valve crimped on it, was slowly moved towards the right common femoral. The team was unable to retrieve the valve back into the esheath. Vascular was consulted, where they did a cutdown, removed the valve from the artery and proceeded with the tavr. The final result with the new valve was excellent. Vascular then did a repair of the vessel. The heart team did not feel that the valve, or components of the kit had malfunctioned. There was no difficulty inserting the delivery system and valve through the esheath. There was difficulty/resistance noted once the valve on the delivery system was outside of the sheath. The vascular repair was required to close the vessel. The device was getting caught at the distal end, towards the pusher. It was unable to retract back into the sheath. There was no re-entry. The vessel was pre-dilated. No photos are available.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 021- 06372. Device discarded.

Manufacturer narrative:
The devices were discarded; therefore no visual inspection, functional testing or dimensional testing could be performed. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of imagery was performed, and tortuosity and calcification was present in patient''s vasculature. Additionally, the valve was crimped on the inflation balloon of the delivery system. A bent strut was seen on the valve. IFU for commander ds with s3u and device preparation and procedure manuals were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from december 2020 - november 2021 for the commander delivery system (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factor (non-coaxial withdrawal (crimped valve), withdrawal of bent valve strut) and patient factor (tortuosity). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaint was confirmed based on evaluation of returned imagery. However, due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. Per the complaint description, ''the team was unable to retrieve the valve back into the esheath...the device was getting caught at the distal end, towards the pusher. It was unable to retract back into the sheath.'' Withdrawal difficulties were reported after a bent strut was observed on the valve and the decision was made to withdraw the system. Likewise provided imagery and the complaint description states, ''the patient had very tortuous anatomy, high femoral bifurcations bilaterally, and circumferential calcium in the distal abdominal aorta''. Tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve and bent strut created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. As such available information suggests that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal (crimped valve), bent valve strut) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.